Manufacturer narrative:
(Therapy date): it is unknown if the event occurred on (B)(6) 2017 or (B)(6) 2017. Device is an instrument and is not implanted/explanted. Part 391.201, lot p506559, supplier lot p506559: release to warehouse date: june 22, 2001 and june 26, 2001. Supplier: (B)(6). No non-conformance reports were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a cable tensioner was found post-operatively with a cable stuck in the device. The tensioner was used in a patella fracture surgery on (B)(6) 2017, however it is unknown if the device malfunctioned intra-operatively or post-operatively. Surgical delay and patient involvement were unconfirmed. There is no additional information. Concomitant devices reported: slotted nosepiece for cable tensioner (part 391.202, lot p300564, quantity 1); unknown cable (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates: manufacturing evaluation (mia-017541). Product description: synthes tensioner. Synthes part number: 391 .201. Rti surgical part number: 400-810. Qty: 1. Batch/lot number: p506559. Revision level: l. Manufacture date: 03/04/2010. The device was forwarded to the manufacturer (rti/pioneer surgical) where the complaint condition of a jammed cable was not able to be confirmed. The tensioner was returned with the nose piece removed and cable in the jaws. After assembling the nose piece to the tensioner the jaws opened as expected and cable was released. The tensioner then passed functional testing. This device passed inspections and this complaint will be logged for trending purposes. The complaint could not be replicated therefore a root cause could not be determined. A device history record (DHR) review and manufacturing evaluation were performed as part of this investigation. The complaint is unconfirmed. No new information was determined as part of the investigation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: correction to manufacturing evaluation: manufacture date: june 11, 2001. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.